Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: transvenous extraction of conduction system pacing leads: an international multicenter (tecspam) study. Heart rhythm 2024;1¿9. Doi: 10.1016/j.hrthm.2024.04.054. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvenous extraction of conduction system pacing leads. The authors described that the leads were extracted due to high pacing thresholds/ lead micro-dislodgment and infection. High pacing impedance was noted along with lead fracture. Loss of conduction system capture and lack of resynchronization leading to pacing-induced cardiomyopathy were observed. During the lead extraction procedure, distal lead fragments were unable to be removed fully. Post-extraction procedure, minor complications included transient atrioventricular block and other lead dislodgement. Intervention performed was unknown. No additional adverse patient effects [or product performance issues] were reported.